Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified. The root cause of the reported event is unable to be determined as it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). However, the cause of the event is likely due to insufficient or inadequate reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found: due to damage on k-pipe, water tightness is lost; nozzle had foreign objects; adhesive on rubber had white-clouded area and a crack; adhesives around objective lens had white-clouded area; connecting tube had a scratch and wrinkle; light guide had a chip; and scratches on various parts of the device. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there was air/water leak on the evis lucera duodenovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.